Event description:
Immobile for several hours [immobile] ([mobility decreased]), can walk and bear weight, but it still really hurts more than she expected [pain upon movement]. Case narrative: initial information received on 26-mar-2019 from united states regarding an unsolicited valid serious case received from a patient. This case involves a (B)(6) female patient who experienced immobile for several hours (latency: same day) and can walk and bear weight, but it still really hurts more than she expected (latency: unknown) after she used the medical device of hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient took hylan g-f 20, sodium hyaluronate injection at the dose of 48 mg for once only via intra-articular route (lot - unk) for oa in left knee. It was reported that the procedure was extremely painful and afterward, she could not lift her leg. It was reported that she was immobile for several hours and had to be taken out in wheelchair. She was been treated with nsaids and ice and after that it was reported that she could walk and bear weight, but it still really hurt that she expected. Final diagnosis was immobile for several hours and can walk and bear weight, but it still really hurts more than she expected corrective treatment: wheelchair, nsaid's for immobile for several hours; not reported for really hurts. Outcome: recovered for immobile for several hours; unknown for can walk and bear weight, but it still really hurts more than she expected . The product technical complaint (ptc) was initiated on 29-mar-2019 for synvisc one. Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was 29-mar-2019. No safety issues were indicated in this review. Seriousness criteria: disability for immobile for several hours. Additional information was received on (B)(6) 2019. Global ptc number and ptc results were added. Text amended accordingly.